Event description:
Procedure: open gastric bypass. Reportedly, when they were on the last reload, performing the gastro-jejunostomy, instrument was fired, black knobs pulled back, jaws did not open. Surgeon had to cut around the reload, and hand sewed to complete case. No further patient injury reported.